Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and arranged for the pump replacement, ensuring continued insulin delivery through mdi as backup therapy. The customer received instructions to put the pump into storage mode before returning it to tandem and to program the settings and connect their cgm to the replacement pump. The customer was informed of the return procedure and acknowledged the need to return the faulty pump within ten days to avoid charges.